Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer contacted technical support after hours to report that the monopolar curved scissors (mcs) instrument could not be removed from the universal surgical manipulator (usm) and appeared to be stuck at the cannula end. The technical support engineer (tse) inquired whether the instrument jaws were grasping tissue and it was confirmed that they were not. The customer advised that the instrument tip seemed to be bent, and despite attempts, they were unable to remove it. The tse asked the customer if they were able to remove the instrument together with the cannula. After removing both the cannula and instrument, the customer confirmed that the issue was resolved. A new cannula and instrument were installed and the procedure continued without further problems. The issue resulted in an approximately fifteen (15) minute delay. No patient harm or injury was reported. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the affected instrument product information was confirmed as part number: 470179-23 / lot number: k10251009-0473. No further details were provided. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report.